Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was part of a system revision due to infection with sepsis. It was also reported that the physician was unable to remove the atrial lead. Additional information was received confirming that there was a difficulty of removal of the atrial lead. A counter clockwise rotation was applied to the atrial lead but did not release from myocardium. Moreover, the field representative suggested to the physician to cap the lead as to not risk by damaging heart tissue with either more force or more turns. Further, the lead was surgically abandoned without any patient complications. No additional adverse patient effects were reported.